Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance issue. New lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance issue. New lead was replaced. No additional adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned due to noise of both leads. New lead was replaced.